Event description:
The customer's husband reported that less than a day after activating a pod his wife's blood glucose reached approximately 24 mmol/l (432 mg/dl). When the device was removed the cannula looked kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.